Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened, and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
It was reported that during a routine follow up it was observed that the battery had depleted significantly since implant on (B)(6) 2019. During this recent follow up on (B)(6) 2019 remaining longevity appeared to be at seven months. Premature battery depletion suspected. This device has been explanted and is no longer in service. No further adverse patient effects were reported. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up it was observed that the battery had depleted significantly since implant on (B)(6) 2019. During this recent follow up on (B)(6) 2019 remaining longevity appeared to be at seven months. Premature battery depletion suspected. This device has been explanted and is no longer in service. No further adverse patient effects were reported. This device is anticipated for return but has not yet been received. When this device is received an analysis will be conducted and a follow up report will be submitted.